Event description:
Company representative reported that the physician placed an intra-spinal catheter into the patient for a pump trial. When the nursing staff went to seat the ambit cassette onto the ambit pump it would not attach securely. It was mentioned that it is not clear if the cassett was damaged while hooking it up. Troubleshooting was unsuccessful and as a result the patient was sent home on oral meds and brought back the next day to have the pump and intra-spinal catheter replaced and attached to their indwelling catheter and started. Hospital confirmed that the intraspinal catheter belonged to teleflex.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier was unable o determine the root cause of the problem reported by the customer. The cassette tab was bent inwards. Since the shipping protector is placed on each cassette to ensure the tabs from bending it could not be determined how the tabs became bent. The device history records could not be reviewed as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.